Manufacturer narrative:
A visual and functional examination could not find anything wrong with the returned device. The balloon would inflate and deflate as intended, other than for the puncture placed in it. The reported complaint could not be confirmed. The cause of the reported malfunction cannot be determined.

Event description:
It was reported to boston scientific corporation that an endovive low profile balloon replacements device was placed in an enteral feeding procedure. According to the complainant, when trying to remove this device for replacement, the balloon would not deflate. The balloon was punctured and removed using a scope and another endovive low profile balloon replacements device was used to complete the replacement procedure. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good."